Manufacturer narrative:
Through follow-up with the distributor, steris learned that the procedure was to treat a digestive hemorrhage. The failure to deploy did not result in harm to the patient; however, resulted in patient transfer to surgery to complete the digestive hemorrhage procedure. The padlock clip is used for clip placement within the gastrointestinal tract and consists of a single-use clip within a delivery system. The clip component of the device is within a delivery housing which is mounted and secured at the distal tip on the outside surface of a flexible endoscope. A linking cable rests along the outside of the endoscope's insertion tube and connects the delivery housing/clip to a control handle and thumb actuator outside of the patient. The user depresses the thumb actuator to deploy the clip. The distributor returned the device subject of the reported event to steris for evaluation. The evaluation determined that the linking cable was disconnected from the control handle and had multiple kinks. The device history record for the subject lot was reviewed and confirmed the lot was manufactured according to specifications; no abnormalities were noted. Based on the evaluation results, the reported event was likely caused by the disconnected linking cable which is part of the mechanism to deploy the clip. The damage observed to the linking cable is indicative of improper handling by user facility personnel. The padlock clip instructions for use (IFU) includes the following statement about proper handling of the linking cable, "avoid bending the linking cable too aggressively or using a grasping/clamping device on the linking cable as it can create a "kink" and/or disable device function." Additionally, the IFU includes instructions to inspect the linking cable for kinks prior to use, specifically, "inspect the entire padlock clip defect closure system for kinks in the linking cable or other damage to the delivery housing, control handle body, and the thumb actuator (cracks, breaks, protruding or missing parts) . If damage is evident do not use this product and contact your local product specialist or customer service representative." No additional issues have been reported.

Event description:
The distributor reported that during a patient procedure the padlock clip defect closure system would not deploy. The patient was transferred to surgery to complete the procedure. No report of injury.

Manufacturer narrative:
On march 7, 2024, the device subject of the event was returned to steris for evaluation. The returned device had multiple kinks in the spring sheath and the control wire was disconnected from the handle assembly which is indicative of improper handling by user facility personnel. The instructions for use includes the following statements, "inspect the entire padlock clip® defect closure system for kinks in the linking cable or other damage to the delivery housing, control handle body, and the thumb actuator (cracks, breaks, protruding or missing parts). If damage is evident do not use this product and contact your local product specialist or customer service representative. Check to ensure that the endoscope is inserted completely into the endoscope mounting feature of the delivery housing and that the delivery housing is not expanded. Too tight of a fit can expand the endoscope mounting feature making the pushing mechanism sluggish and allow the clip to get hung up on deployment, especially in retroflexion. Avoid bending the linking cable too aggressively or using a grasping/clamping device on the linking cable as it can create a "kink" and/or disable device function." The device history record was reviewed and confirmed the device was manufactured to specification. There have been no other complaints associated with this lot. No additional issues have been reported.